Event description:
A retained esophageal stent in the terminal ileum was attempted for retrieval using a steris raptor grasping device, the device malfunctioned and became embedded in the terminal ileum distal to the stent. Multiple endoscopic maneuvers were performed to disengage and retrieve the device; however, these were unsuccessful. The wires of the raptor grasping device were cut, the scope was readvanced into the terminal ileum where additional attempts at removing the distal end of the raptor were unsuccessful.